Manufacturer narrative:
The radiologist, at the customer site, reported that when performing a clinical CT head procedure on a patient, there is an artifact in the head that looks like a bleed and has the density of blood. The philips technical support engineer (tse) confirmed there was no harm to a patient, operator or bystander. A rescan was not required as the radiologist was able to use the images without the risk of misinterpretation or mistreatment. The tse determined the cause was from a jump in the output between two detector modules exactly in the middle. The tse instructed philips field service engineer (fse) to swap modules (B)(4) with (B)(4) and recalibrate the system. An investigation was performed by philips engineering who was unable to determine cause with the information provided. Log files were not available, only images of the artifact and correspondence from the fse were available. Engineering found that the corrections performed by the field service engineer (the detector swap and the re-calibration) would provide a number of changes to correct for a similar artifact. CT engineering determined this issue to be an acceptable risk. The following mitigations apply: hw failure of the detection or x-ray components due to performance degradation over time or component failure such as detection components may lead to image artifacts. Multiple design mitigations are implemented to avoid the risk of misrepresentation that might be cause by hardware errors. This includes the following: the system supports tools that allow the user to assess the iq and system performance (daily qc and quick iq check). Those tools are explained in the user documents. The system contains bist and post test (built in and power on self tests) that monitor hw health and status and either report to the user/service on a malfunction and may even prevent the use of the system if a major failure is identified. X-ray system performance is monitored for heath, counting number of arcs and type, measuring the tube output by using a reference detector. The system automatically monitors the number of dead CT pixels and either marks them as such as long as it doesn't affect the iq or identifies that there is a need for a module replacement once the conditions are right. The service user assess the hw condition during pm by running calibrations and other tests (constancy/performance) and by that reduces the changes of slow degradation from affecting the system's performance. CT calibrations that are impacted by the temperature conditions check that temperature is in the correct range prior to starting. The planning reference data (prd) contains necessary environmentally requirements, which assures the site is installed in a location that is capable of providing the system with the required conditions. Adjustable cooling capacity inside the gantry allows coping with external temperature changes. The IFU instructs the user to perform periodic quality control procedures. Uniformity check to verify image uniformity (monthly).

Event description:
The radiologist at the customer site reported that when performing a clinical CT head procedure on a patient, there is an artifact in the head that looks like a bleed and has the density of blood. The philips technical support engineer (tse) confirmed there was no harm to a patient, operator or bystander.